Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws were inserted into the cannula there was significant resistance. They attempted to use the kit in the patient but resistance moving the shaft of the jaws in the cannula was preventing safe movement. The jaws were then removed from the cannula and it was discovered that there was a loose screw protruding out of the side of the shaft just before the jaws. The device was then replaced with a new kit. No injury to patient. There were no components of the device (metal / silicone) that detached into the harvesting tunnel / inside the patient. Per the photo, it shows a loose screw protruding out of the side of the shaft. There was no delay.

Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Tw #(B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 09/22/2025. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. The shaft of the device was observed to be peeled back, exponsing the inner contents of the shaft as well as the screw of the shaft. There were no visual defects observed on the jaws or the heater wire. An investigation was conducted on 10/02/2025. The harvesting device was returned outside the cannula. Signs of clinical use and evidence of blood was observed on both the cannula and harvesting device. There were no visual defects observed on the intact cannula or intact c-ring. There were no visual defects observed on the intact jaws or heater wire of the harvesting device. The shaft of the device was observed to be peeled back, exposing the inner contents of the shaft and the pin of the shaft. No other visual defects were observed. A reference endoscope was inserted into the cannula until it snapped into place with no visual or physical difficulties observed. The harvesting device was then inserted into the cannula. The harvesting device could not be fully inserted into the cannula. Based on the photographic evaluation and investigation results, the reported failures "fitting problem- tool", "peeled- delaminated- shaft" and "material separation" were confirmed. A manufacturing engineering evaluation was conducted. A visual evaluation was performed. The device had signs of clinical use. The complaint was confirmed for "peeled shaft". Upon closer investigation it was observed that the shrink tubing had split open exposing the shaft pin. Subsequently, a mechanical evaluation was performed. An attempt was made to insert a reference harvesting tool subassembly through the complaint evh cannula subassembly with the jaws closed and oriented in accordance with the IFU. There was resistance noted and additional force was required to overcome the resistance and fully insert the reference hemopro 2 harvesting tool. The complaint was confirmed for "fitting problem-tool". Based on the manufacturing engineering evaluation, the reported failure "fitting problem- tool" was confirmed as well as the analyzed failure "peeled shaft- material separation" was confirmed. The lot # 3000496814 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.